Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery. Pre-dilatation was performed with a 1.5 x 15 non-compliant balloon at 12 and 14 atmospheres. The xience prime 4.0 x 28 mm stent was deployed at the lesion site at 12 atmospheres, followed by post-dilatation with a 4.0 x 12 mm non-complaint balloon. A distal edge dissection was observed. Another xience 3.5 x 18 mm stent was used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.